Event description:
It was reported that the patient underwent a posterior spinal surgical procedure at t10-iliac. The patient underwent a revision surgery 3 months post-op due to a broken rod. No additional patient complications were reported.

Manufacturer narrative:
For use by user facility/importer(devices only). (B)(6). (B)(4). Location : hospital. Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.